Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced catheter kinking/bent during infusion. The following information was provided by the initial reporter: the hospital reported that the routine time of the recent products was about 3 days. This batch of products had a short indwelling time, and complications related to this batch of products occurred within one day, and the catheter was seriously kinked after extubation.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0168683 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced catheter kinking/bent during infusion. The following information was provided by the initial reporter: the hospital reported that the routine time of the recent products was about 3 days. This batch of products had a short indwelling time, and complications related to this batch of products occurred within one day, and the catheter was seriously kinked after extubation.